Event description:
Insertion tube loosened, strong leakage. Foggy image. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. The cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.